Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "front panel blinked" malfunctions would likely be a minor dust. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, visera elite xenon light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the front panel was blinking. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.